Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) prematurely. The decision was made to not explant this ICD due to the patient being terminally ill. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains implanted. At this time there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance.the device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Subsequently this device was explanted and returned. Upon analysis this investigation will be updated.